Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis manifested by cloudy pd fluid. The cause of peritonitis was unknown. A day prior to the peritonitis diagnosis, the patient was hospitalized. A day after the peritonitis diagnosis, the patient was treated with ceftazidime (at a dose of 125mg/l, intraperitoneal, discontinued after 19 days) for the event. At the time of this report, the patient has recovered from the events. Action taken with pd therapy was unknown. No additional information is available.